Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. The device was tested and the findings as following: "energy measured on both xc and hs were well within specifications. Energy output measured were on low range of scale per checklist. No foreign substance found on handpieces that would affect energy output. User calibration glass/pod were clean. Nothing abnormal found. System fully functional and ready for use." Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, because the customer did not send neither incident form nor photos to lumenis. Therefore, it's impossible to confirm or exclude user error as well as determine severity of the injury. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by ls quattro device.